Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing scarring on the arms and legs at sites of previous pod placement. He described typically experiencing redness and swelling, described as lumps, following pod removal, with the lumps lasting approximately 24 hours. He noted that the redness sometimes appeared similar to bleeding at the site. The patient also reported that, on certain occasions, the pod adhesive appeared slightly wet, suggesting potential insulin leakage. No medical evaluation or treatment was reported in relation to the skin symptoms. This event is being reported due to the formation of scar tissue attributed to pod use.